Event description:
Additional information received: an experienced healthcare worker male, (B)(6) experienced chemical burns on his hand with duration of 3-4 days. The hcw washed his hands with soap and water and visited the doctor. The hcw did seek medical attention for the burn and received silverdine burn cream to be administered to his hands. It is reported he has no known allergies and there is no medical history. He was not wearing ppe at the time of the event. He was emptying the collection box into the trash.

Manufacturer narrative:
Service was not required to be performed on the sterilizer since there was no problem with the unit. Asp investigation summary: the investigation included a review of the device history, service history, complaint history and system hazard and user misuse analysis. The DHR (device history record) for the sterrad 100nx ((B)(4)) indicated the device met all specification at the time of release for shipment. The complaint and service history for the unit for six months prior to the event indicates there is no trend for h2o2 contact. Complaint trending for h2o2 skin contact on the sterrad 100nx product line is considered to not be a significant trend. The shuma (system hazard and user misuse analysis) adjusted risk is considered "as low as reasonably practicable" (alarp). The conclusion of this investigation is that the healthcare worker failed to follow instructions. The users manual of the sterrad 100nx warns the user: "warning! Hydrogen peroxide may be present. Wear chemical resistant latex, pvc (vinyl), or nitril gloves. This will protect you from contact with any residual hydrogen peroxide that may be present in the cassettes."

Manufacturer narrative:
This is two of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2010-00075 and 2084725-2010-00076. The IFU states the following: warning! Hydrogen peroxide is corrosive concentrated hydrogen peroxide is corrosive to skin, eyes, nose, throat, lungs, and the gastrointestinal tract. Always wear chemical resistant latex, pvc (vinyl), or nitrile gloves when removing items from the sterilizer following a cancelled cycle or if any moisture is noted on items in the load following a completed cycle. Per the IFU, all items must be cleaned and thoroughly dried before loading into the sterilizer. Loads containing moisture may cause cycle cancellation.

Event description:
The customer reported that two healthcare workers (hcws) experienced contact with residual hydrogen peroxde from a partially used sterrad 100nx cassette when reaching into the cassette collection box without wearing gloves. There is no information regarding the symptoms. The facility internal policies for the department have been reviewed with the hcws regarding who has access to eject cassettes. This is report two of two healthcareworkers